Event description:
It was reported that during treatment, the patient did not achieve satisfactory ventilation. There was no patient harm. Manufacturer's ref #: (B)(4)

Manufacturer narrative:
On the reported event date of (B)(6) 2026, the patient developed progressively lower tidal volumes despite increased pressure support and peep. The pco2 rose, and adequate ventilation could not be achieved. High airway pressures limited volume delivery across multiple modes (prvc, volume control, simv/pc). Sedation and repeated muscle relaxated medication were used with limited effect. During the eventing and the night, ventilation was initially stable, with good volumes and compliance. From around 10:30 pm, tidal volumes and compliance gradually declined. The situation worsened suddenly, with very low volumes (50¿100 ml), poor compliance, low minute ventilation, and drop of spo2. Interventions (suctioning, increased support, sedation, muscle relaxationj, and mode changes) had little effect. The patient responded well to manual ventilation (bagging), but deterioration recurred after reconnection to the ventilator. The ventilator was then replaced. With the new ventilator, ventilation immediately normalized: tidal volumes increased significantly, compliance improved, pressures decreased, and the patient stabilized. Sedation and support were reduced, and the patient remained stable for the rest of the night. No technical investigation of the ventilator was requested. According to the customer, the issue was suspected to be caused by moisture buildup in the expiratory bacterial filter. A non-getinge filter (ventishield bacterial/viral filter from flexicare) was in use, and its duration of use is unknown. The customer confirmed that replacing the filter improved ventilation. Device logs show alarms for high airway pressure, high peep, and low expiratory minute volume. These alarms are consistent with increased expiratory resistance, which can be caused by an occluded expiratory filter. In conclusion, there are no indications of ventilator malfunction. The available information suggests that ventilation was likely impaired due to an occluded expiratory bacterial filter in the breathing circuit.

Event description:
Manufacturer's ref #: (B)(4).